Event description:
The customer tested his blood glucose and received a reading of 290 mg/dl using his contour ts meter. He retested using another meter and received a reading of 80 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged as a result of the high reading. While troubleshooting, the customer performed control tests and received results of 189 and 190 mg/dl. The normal control range was not provided, but should be around 100-140 mg/dl. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.